Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. As per the investigation procedure crease deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a6, b3, b5, b6, d9, h3, h6.

Event description:
Patient reported "upper back pain, worried right breast started to be more firm and change shape and rise on the chest with increase in glandular ptosis, hole in implant". The device has been explanted and replaced. Medication was prescribed.

Event description:
Patient reported "capsular contracture baker grade unknown". This record is for the right side. The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Healthcare professional later reported capsular contracture, baker grade iii and rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d.6b, g2, h6. Reason for reoperation: rupture and capsular contracture, baker grade iii.